Manufacturer narrative:
Product analysis: the product specimen has not been returned for evaluation. Conclusion: multiple attempts to gather additional information have been made; however, these attempts have been unsuccessful. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that four years post implant of this bioprosthetic valve, the patient expired due to an infection. The reported information indicates that approximately two years post implant, the patient presented with an infection in the toe, which eventually spread to the leads of a pacer and into the heart. It is unknown whether the reported device was related to the patient's death.

Manufacturer narrative:
Conclusion: as neither an autopsy nor an explant was performed, a conclusive assessment of the relationship between the event and the device could not be reached. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The sterilization process used by medtronic utilizes bbg solution (sterilant : 0.2% 20-24 hour exposure at 38-42c) which has an anti-microbial kill on the microorganisms, and has demonstrated the ability to inactivate the biological indicator, bacillus atrophaues which is representative bioburden for the microbial flora found in medtronic's manufacturing controlled environment. The occurrence of this infection was greater than twelve months post implant, strongly indicating that this infection was community acquired. Therefore, it is unlikely that the infection originally came from the device or valve manufacturing process.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.